Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) was confirmed. Upon investigation the monitor was displaying a service code 102. The cause for the failure was isolated to corrosion on the computer/analog and defibrillator pcas. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that it was displaying a service code 102 (charge profile fault).